Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, surgery for spinal canal stenosis was performed using the x-tab system. The fixed area was l3 ¿ l4. During the surgery, the surgeon faced the following difficulties and completed the surgery successfully. The patient¿s bones were so hardened and the pedicle areas as well. The surgeon managed to insert x-tab (part#: 186770150, lot#: unk) at l3 and l4 using a t-handle, however, the length of each tab was different. To adjust the length of each tab, the surgeon tried to insert it again by using driver (part# & lot#: unk) and wrench for final tightening (part# & lot#: unk), and then one tab of x-tab got broken due to hardened bones. The surgeon successfully inserted it and adjust its length by using the viper extender and vbd instrument set. The x-tab was used because tab was broken properly. No broken parts were found left in the body, and the surgery was successfully completed with a 10-minute delay. There was no adverse consequence to the patient.